Event description:
It was reported that pump experienced malfunction alarm and customer saw high blood glucose reading displayed as ¿high.¿ there was no additional information provided regarding exact blood glucose value. Customer gave correction insulin injection using multiple daily injections, switched to backup therapy with injections, and did not require help from emergency services or other third parties. Technical support arranged replacement pump.